Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had low suction pressure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the customer declined repair. No further service was provided by philips. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.